Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
The customer reports "a problem with the vitrector" during a vitrectomy procedure. The procedure was completed with an alternate system. There was no impact to the pt. Add'l info has been requested, but not rec'd.